Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines on the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 05/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, the display screen was fully illuminated and clearly legible without extrinsic line through the display. Investigation did not confirm or duplicate the complaint of a line through the display screen and the pump was found to be operating within required specifications without malfunction. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.